Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation was completed. Visual inspection was conducted and found the instrument to have a broken roll bearing. The instrument was placed on an in house da vinci system and passed the recognition test. The instrument clamped, fired, and unclamped with no issues. However, it failed to roll due to the broken bearing, thus replicating the reported issue. The cause of the breakage was determined to be related to stress corrosion cracking. The broken bearing was also found to have rust discoloration due to improper cleaning. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci procedure, the endowrist stapler 45 instrument was not working correctly. It was not stapling correctly and was not clamping. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.